Manufacturer narrative:
The following other devices were listed in this report: #3 tibial component; cat # unk, lot # unk, 11mm cs polyethlene liner; cat # unk, lot # unk, 10mm patella component; cat # unk, lot # unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's swelling and pain. An eval of the device(s) cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "swelling and pain in her ankle. Would like to know if her knee was part of the stryker recall."